Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/malposition of essure device location of device: piece of device detached and was embedded in uterine wall"), device breakage ("device breakage/device breakage found during surgery") and genital haemorrhage ("abnormal bleeding (general)/severe bleeding") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin and iud. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included bladder disorder, urinary tract disorder, psychological disorder nos, dizziness, abdominal pain, headache, neck pain, vision abnormal, hypothyroidism, post-traumatic stress disorder, lymphadenopathy, alcohol dependence syndrome, mood disorder, polyp of corpus uteri, polymenorrhoea, iron deficiency anemia, nicotine dependence, anxiety disorder, uterine bleeding, endometrial thickening, endometrial polyp, hemostasis and obsessive-compulsive disorder. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("pain / lower abdomen pain"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("severe depression/depression due to pain") and incontinence ("severe incontinence/incontinence"). In 2016, the patient experienced nausea ("nausea"), weight increased ("weight gain/started gaining weight") and gastrointestinal disorder ("bowel problems"). On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced urinary tract infection ("infection: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping)"), fatigue ("fatigue"), uterine enlargement ("uterus enlarged putting pressure on bladder"), bladder discomfort ("pressure on bladder"), pain in extremity ("pain in legs") and dysuria ("difficulty urinating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (d and c). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, anaemia, urinary tract infection, depression, anxiety, incontinence, nausea, dysmenorrhoea, fatigue, weight increased, uterine enlargement, bladder discomfort and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the gastrointestinal disorder, pain in extremity and dysuria was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, bladder discomfort, depression, device breakage, dysmenorrhoea, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, incontinence, menorrhagia, nausea, pain in extremity, urinary tract infection, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: weakly proliferative endometrium . On (B)(6) 2017 us pelvic and transvaginal complete revealed, probable endometrial polyp, 16 mrri endometrium 2 small fibroids in the uterus one of which is subendometrial. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, depression, dysmenorrhoea, incontinence, menorrhagia, anxiety. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection: uti, severe depression, anxiety, malposition of essure device location of device: piece of device detached and was embedded in uterine wall nausea, device breakage, dysmenorrhea(cramping), fatigue, perforation(uterus), weight gain, anemia, incontinence, uterus enlarged putting pressure on bladder. Previous event "pain" updated to "lower abdomen pain". Outcome of events bleeding was updated to recovered/resolved and pain in legs, difficulty urinating, bowel problems to recovering/resolving. Lab data, concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/malposition of essure device location of device: piece of device detached and was embedded in uterine wall / perforation (uterus) embedded in uterine wall"), device breakage ("device breakage/device breakage found during surgery"), menorrhagia ("abnormal bleeding(menorrhagia)/severe bleeding") and genital haemorrhage ("abnormal bleeding (general)/severe bleeding") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective devices". The patient's medical history included hypothyroidism, arthritis, seasonal allergy, heartbeats irregular, post-traumatic stress disorder, mood disorder, neuromuscular disorder nos, numbness of upper extremities and obsessive-compulsive disorder. * on (B)(6)2017 us pelvic and transvaginal complete revealed, probable endometrial polyp, 16 mrri endometrium 2 small fibroids in the uterus one of which is subendometrial. Previously administered products included for an unreported indication: penicillin and iud. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included bladder disorder, urinary tract disorder, psychological disorder nos, dizziness, abdominal pain, headache, neck pain, vision abnormal, hypothyroidism, post-traumatic stress disorder, lymphadenopathy, alcohol dependence syndrome, mood disorder, polyp of corpus uteri, polymenorrhoea, iron deficiency anemia, nicotine dependence, anxiety disorder, uterine bleeding, endometrial thickening, endometrial polyp, hemostasis and obsessive-compulsive disorder. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) to (B)(6), ibuprofen since (B)(6) to (B)(6) 2018, iron from (B)(6) to (B)(6), levothyroxine since (B)(6) and lorazepam (ativan) since (B)(6). On(B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced abdominal pain lower ("pain / lower abdomen pain"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping) /"), fatigue ("fatigue") and gastrointestinal disorder ("bowel problems / other injury (ies) or complication(s) - please describe: bowel problems") and was found to have weight increased ("weight gain/started gaining weight / weight gain / loss (specify which one) gained 70 lbs"). In november 2014, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("felt like period pain"). In july 2015, the patient experienced depression ("severe depression/depression due to pain") and incontinence ("bladder or urinary problems or changes: severe incontinence/incontinence"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and anaemia ("anemia / other injury (ies) or complication(s) - please describe: anemic / blood or heart disorder/condition type: anemia"), 5 years 3 months after insertion of essure. In (B)(6), the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced anxiety ("anxiety"), uterine enlargement ("uterus enlarged putting pressure on bladder / reproductive system disorder or condition type of disorder or condition: enlarged uterus"), bladder discomfort ("pressure on bladder"), pain in extremity ("pain in legs") and dysuria ("difficulty urinating"). The patient was treated with d and c and surgery (d and c and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device breakage, anaemia, urinary tract infection, depression, anxiety, incontinence, nausea, dysmenorrhoea, fatigue, weight increased, uterine enlargement, bladder discomfort, abdominal pain lower and pelvic pain outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the gastrointestinal disorder, pain in extremity and dysuria was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, bladder discomfort, depression, device breakage, dysmenorrhoea, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, incontinence, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. (B)(6)2017 and (B)(6)2018, surgical removal of coil(s), hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Pathology test - on (B)(6)2017: results: weakly proliferative endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, depression, dysmenorrhoea, incontinence, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events added from pfs- felt period like pain, defective devices. Medical history, concomitant drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/malposition of essure device location of device: piece of device detached and was embedded in uterine wall"), device breakage ("device breakage/device breakage found during surgery") and genital haemorrhage ("abnormal bleeding (general)/severe bleeding") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin and iud. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included bladder disorder, urinary tract disorder, psychological disorder nos, dizziness, abdominal pain, headache, neck pain, vision abnormal, hypothyroidism, post-traumatic stress disorder, lymphadenopathy, alcohol dependence syndrome, mood disorder, polyp of corpus uteri, polymenorrhoea, iron deficiency anemia, nicotine dependence, anxiety disorder, uterine bleeding, endometrial thickening, endometrial polyp, hemostasis and obsessive-compulsive disorder. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("pain / lower abdomen pain"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("severe depression/depression due to pain") and incontinence ("severe incontinence/incontinence"). In 2016, the patient experienced nausea ("nausea"), weight increased ("weight gain/started gaining weight") and gastrointestinal disorder ("bowel problems"). On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced urinary tract infection ("infection: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping)"), fatigue ("fatigue"), uterine enlargement ("uterus enlarged putting pressure on bladder"), bladder discomfort ("pressure on bladder"), pain in extremity ("pain in legs") and dysuria ("difficulty urinating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (d and c). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, anaemia, urinary tract infection, depression, anxiety, incontinence, nausea, dysmenorrhoea, fatigue, weight increased, uterine enlargement, bladder discomfort and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the gastrointestinal disorder, pain in extremity and dysuria was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, bladder discomfort, depression, device breakage, dysmenorrhoea, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, incontinence, menorrhagia, nausea, pain in extremity, urinary tract infection, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: weakly proliferative endometrium. On (B)(6) 2017 us pelvic and transvaginal complete revealed, probable endometrial polyp, 16 mrri endometrium 2 small fibroids in the uterus one of which is subendometrial. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, depression, dysmenorrhoea, incontinence, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/malposition of essure device location of device: piece of device detached and was embedded in uterine wall / perforation (uterus) embedded in uterine wall'), device breakage ('device breakage/device breakage found during surgery'), menorrhagia ('abnormal bleeding(menorrhagia)/severe bleeding') and genital haemorrhage ('abnormal bleeding (general)/severe bleeding') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective devices". The patient's medical history included hypothyroidism, arthritis, seasonal allergy, heartbeats irregular, post-traumatic stress disorder, mood disorder, neuromuscular disorder nos, numbness of upper extremities, obsessive-compulsive disorder, vertigo, vision blurred and shoulder pain. On (B)(6) 2017 us pelvic and transvaginal complete revealed, probable endometrial polyp, 16 mrri endometrium 2 small fibroids in the uterus one of which is subendometrial. Previously administered products included for an unreported indication: penicillin and iud. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included bladder disorder, urinary tract disorder, psychological disorder nos, dizziness, abdominal pain, headache, neck pain, vision abnormal, hypothyroidism, post-traumatic stress disorder, lymphadenopathy, alcohol dependence syndrome, mood disorder, polyp of corpus uteri, polymenorrhoea, iron deficiency anemia, nicotine dependence, anxiety disorder, uterine bleeding, endometrial thickening, endometrial polyp, hemostasis, obsessive-compulsive disorder, painful hips, dyspnea, labyrinthitis, iron deficiency anemia, loose stools, headache, hypothyroidism, nausea, pharyngitis, suicidal ideation, pain, heart rate irregular, rash, uterine fibroid, obsessive-compulsive disorder, cervicalgia, memory loss, uterine bleeding, bizarre behavior, epigastric pain and shortness of breath. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, fluoxetine hydrochloride (prozac) from 2012 to 2018, ibuprofen since 2015 to (B)(6) 2018, iron from 2014 to 2018, levothyroxine since 2007, lorazepam (ativan) since 2011 and ondansetron hydrochloride. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("pain / lower abdomen pain"). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping) /"), fatigue ("fatigue") and gastrointestinal disorder ("bowel problems / other injury (ies) or complication(s) - please describe: bowel problems") and was found to have weight increased ("weight gain/started gaining weight / weight gain / loss (specify which one) gained 70 lbs"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("felt like period pain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced depression ("severe depression/depression due to pain") and urinary incontinence ("bladder or urinary problems or changes: condition worsened between 2015-2017 severe incontinence/incontinence"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and anaemia ("anemia / other injury (ies) or complication(s) - please describe: anemic / blood or heart disorder/condition type: anemia"), 5 years 3 months after insertion of essure. In 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced anxiety ("anxiety"), uterine enlargement ("uterus enlarged putting pressure on bladder / reproductive system disorder or condition type of disorder or condition: enlarged uterus"), bladder discomfort ("pressure on bladder"), pain in extremity ("pain in legs") and dysuria ("difficulty urinating"). The patient was treated with d and c and surgery (d and c and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, anaemia, urinary tract infection, depression, anxiety, urinary incontinence, nausea, dysmenorrhoea, fatigue, weight increased, uterine enlargement, bladder discomfort, abdominal pain lower, pelvic pain and migraine outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the gastrointestinal disorder, pain in extremity and dysuria was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, bladder discomfort, depression, device breakage, dysmenorrhoea, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary incontinence, urinary tract infection, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. (B)(6) 2017 and (B)(6) 2018, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: weakly proliferative endometrium; on (B)(6) 2018: uterus, cervix and fallopian tubes, excision; benign leiomyomas adenomyosis... Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, depression, dysmenorrhoea, incontinence, menorrhagia, anxiety. Concerning the injuries reported in this case, the following ones were confirmed via patient¿s medical records : nausea,anxiety,depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jul-2019: new pfs received- new event added:migraines / headaches. Incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.